Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 490 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated their blood glucose with the insulin pump and manual injection. Customer advised air bubbles are present inside the tubing. Customer was able to deliver a fixed prime until air bubbles were no longer visible. Customer was advised to remove the reservoir, rewind, reinsert reservoir and run manual prime. Customer was advised to change the entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer declined to perform the high pressure test and was advised to monitor the insulin pump.